Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided, we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
(B)(6) stated there was a iab optical sensor failure and unable to update timing.

Manufacturer narrative:
Date received by MFR: 04/03/2016.

Event description:
(B)(6) stated there was an iab optical sensor failure and unable to update timing.